Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and its tip fragment were returned for investigation. The distal tip segment of the returned caravel mc microcatehter was found ruptured. The rupture end of proximal side of the tip segment was crushed and had circumferential cracks on the tip polymer likely caused by ductile rupture. Microscopic observation of the tip fragment found that the tip polymer was stretched and circumferentially cracked on the proximal edge, while the distal rupture edge was chipped off and crushed. Measurement of the returned caravel mc microcatheter suggested that the tip segment was stretched and detached at approximately 1mm proximal to the tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensional stress exceeding the product design limit might have been applied to the tip segment of the subject caravel mc microcatheter during withdrawal attempts of the microcatheter while the catheter tip was caught and pressed by the balloon segment of the kusabi catheter exchange catheter. Consequently, the tip segment of the subject caravel mc microcatheter was damaged and eventually detached. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the distal tip with the use of the guide extension catheter was an additional treatment, while possibility of some fragment to be left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] - separation.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified cto in the # 2-3 segments in the right coronary artery (rca). An unspecified rotablator was used while an asahi caravel mc microcatheter was in use. When attempts were made to exchange rotawires with the use of a kusabi catheter exchange catheter (kaneka medics), the tip of the subject caravel mc microcatheter was detached. The tip fragment of the caravel mc microcathter was observed on one of the rotawires. As an unspecified guide wire had been instated right next to the rotawire, the guide wire and the rotawire were inserted into an unspecified guide extension catheter. An unspecified small-sized balloon was advanced on the guide wire and inflated inside the guide extension catheter with the guide wire fragment caught in the guide extension catheter to remove the whole system as a unit. A different set of devices was newly introduced to complete the procedure. It was informed that there were no health hazards caused to the patient, who was discharged.